Manufacturer narrative:
The distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had a possible lead fracture. It was noted that there was a lead integrity alert because of short v-v (ventricle-ventricle) intervals and ns-vt (non-sustained ventricular tachycardia). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant product(s): a 5076 lead implanted: (B)(6) 2004. Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the criteria for the right ventricular lead integrity alert were met, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited ventricular oversensing, increase and high lead impedance, and increase of the short interval counter. The lead remains in use as no action has been taken. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.